Event description:
Customer observed false positive reactions in the anti-b microtubes during donor retypes of two group a donors. Customer stated that 1+ positive results were observed. Testing was repeated with mts abd/rev gel cards and the same red cell suspension and the units were confirmed to be group o. Customer cannot confirm whether the techs checked the cards before testing. Customer then inspected the cards and observed splashing with this lot of product.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. Customer inspected the remaining gel cards and observed splashing in the cards. (B)(4).